Event description:
Caller indicated the meter gave e4 error and was unable to check her sisters blood sugar at a critical time. She was having a diabetic reaction and tried to check her bg, but the meter could only read an e4. The paramedics were called and checked her bg and it was 64.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.